Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, periodontal disease, local infection / subacute chronic osteitis, immediate implantation, infection, pain, swelling, fistula, bleeding.